Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. Correction number 2531779-03/24/2010-003-r. During testing, the load step did not detect the filled cartridge and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration. Unrelated to this issue, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The pump was returned to animas. Evaluation revealed and out of calibration force sensor. This report is made based on the results of evaluation.